Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported experiencing elevated blood glucose of 480 mg/dl approximately 3 weeks ago, as a result of a separated infusion tubing. He stated that he began to feel ill and fatigued and he then discovered the infusion tubing was separated. His normal blood glucose range is 100-150 mg/dl. He stated that he changed his infusion site and tubing and injected insulin via syringe to lower his blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt discarded the product. No product will be returned for evaluation.